Manufacturer narrative:
Concomitant medical products: three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial bilateral tka, this male patient had a revision due to wear of ps and psc inserts. Patient has bilateral logic knees. There was some lysis seen medially on the right tibia defect filled with a biologic. Components of both knees were well fixed except the 35mm patella on the right knee. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g6, h2, h3, h4, h6 and h9 have been updated accordingly. (H3) the revision reported was allegedly performed due to prosthesis wear as stated in the experience report. However, the photographed device does not appear to show signs of prosthesis wear or delamination that are inconsistent with being implanted for over 6 years. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances; however, an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used.